Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped delivering bolus. The customer¿s blood glucose was 21 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.